Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the equipment is showing collision in the tube. Review of the system log file showed that malfunction with geometry hardware. Fse examine the system and identified that the c arm moment was not possible. As a part of troubleshooting action fse found that issue occurs possibly damaged potentiometer. Fse replaced potentiometer and calibrated entire geometry. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that c-arm movements were not possible. Device was in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) identified an issue with the potentiometer and replaced it. Fse proceeded to calibrate geometry and returned the system to use in good working conditions.